Event description:
It was reported that during an ipg replacement (related manufacturer reference number: (B)(4), when the pocket site was opened, the physician noticed there was fluid in the pocket. Physician cleaned it with an antibiotic solution to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained that infection was ruled out.